Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 200 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting by removing the entire reservoir set and making sure the cannula was not bent. The insulin pump passed all test functions and the wife was advised to change the reservoir and infusion set for the customer. No further assistance needed.